Event description:
The reporter indicated that a 12.1mm vicmo12.1; -10.0 diopter implantable collamer lens had tore during injection/delivery into the patient's left eye (os) on (B)(6) 2022. Intraoperatively the lens was removed with no patient injury. On (B)(6) 2022 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).